Manufacturer narrative:
(B)(4)

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, at 1:00am, it was reported the cgm was "bouncing all over and not getting accurate readings to the sensor and pump". At an unspecified time, the cgm read low mg/dl and the patient was treated with coke. The brand of insulin pump was not specified. No cgm/bg comparison values were reported for this event; however, the reporter was alleging an inaccuracy issue. The patient was also vomiting and in pain; therefore, the patient was brought to the emergency room (ER) around 2:00 am. The patient was treated with unspecified intravenous (IV) medications. The patient was discharged home after approximately 5 hours. The patient was in good condition at the time of report. Attempts to reach the reporter for further event clarification were unsuccessful. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that falls within the c zone of the parkes error grid. No additional patient or event information is available.